Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 11-jun-2014, UDI#: (B)(4) ; product ID: neu_unknown_prog, serial/lot #: unknown, ubd: 11-jun-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving clonidine with concentration 2000 mcg/ml and morphine with concentration 50 mg/ml via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). The pump was currently administering clonidine and morphine both at minimum dose rates. It was reported they performed a normal pump replacement on (B)(6) 2019. However, when they opened up the pump pocket, they noticed the sutureless connector was disconnected from the pump. The sutureless connector had formed a granuloma and was clogged. As per the manufacturer¿s device registry, the catheter accessory (connector) was replaced on (B)(6) 2019; the existing catheter remained implanted/still in use. The hcp was concerned about the dose so they had programmed the pump to minimum rate and would keep the patient overnight. Regarding minimum rate, it was being considered that it would take approximately 31 days for the drug to get to the tip of a 0.190 catheter volume (86.6 cm). The pump was back table primed and the catheter was the only thing not primed. A full system contents removal was being considered as an option if the physician did not want the patient to get any of the drug. It was noted that the physician¿s main concern was that the patient would be naive to the drug. The date of event was noted as being (B)(6) 2019. Additional information was received from an hcp / nurse on 2019-oct-01. On (B)(6) 2019 they decided to refill the pump with preservative free normal saline (pfns) and had also accessed the catheter access port (cap) and aspirated the drug form the catheter. The nurse realized they had to account for the drug in the pump tubing. They wanted to remove this and was wondering how to do this. Accounting for 0.3 ml and the system contents removal procedure was being considered. It was noted that they did not believe the total catheter volume (tcv) or total catheter length (tcl) was programmed accurately. It was currently programmed to 1 cm. It was being considered that they would need to estimate this value and what was medically appropriate i.e. 0.1ml or 45.5 cm or even less than this, again stating they were accounting for 0.3 ml drug in the pump tubing. The date of event was noted as having been unknown. The pump was noted as having administered morphine with concentration 50 mg/ml at a dose rate of 2.4 mg/day. No further patient complications have been reported as a result of this event.